Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to fluid loss from broken tubing. The patient stated that the broken tubing was restricting his bowel motions, resulting in constipation. No additional information was reported.